Manufacturer narrative:
Samples were received in plastic bag without its original packaging. Reported guidewire was not present. Therefore investigation was done based on two photos which were provided by customer. Received photos were magnified and it was found that in seal above protruding guidewire there is a dark line which might indicate that sealing process was not properly done in this area due to protruding guidewire. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Initial reporter also sent report to FDA is unknown. Model# and PMA/510k are unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the kit's guidewire was outside the packaging. No patient injury was reported.